Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to other non-product experience. Additional information obtained from the field which indicated that this lead caused the patient to experience diaphragmatic stimulation. No additional adverse patient effects were reported.